Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. This report is for case #5 referenced in the article. Request for additional information was made and no further information is available. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿key lessons from cases worldwide.¿ j cardiol 2007;99[suppl]:34g¿40g). Doi:10.1016/j.amjcard.2007.02.043. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardiac resynchronization therapy (crt) defibrillator device. The article indicated that the patient had a case of ¿late occurrence pneumothorax¿ and was admitted to the hospital. The patient had an endocostal drain and the air was removed. There was a ¿rapid¿ reduction in daily impedance and the patient crossed the threshold for the fluid monitoring of the device. The reduction was a result of the extra air being removed. The author indicated that the impedance measurements were ¿accurate¿ and the fluid monitoring was ¿operating properly.¿ the status/location of the device is unknown; but appears to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.